Manufacturer narrative:
The customer¿s report of the luer lock breaking was confirmed. Visual inspection showed that the male luer collar cracked and separated from the set. Functional testing was not performed due to the damage. The root cause of the customer¿s report could not be determined. The cause of the crack is unknown.

Manufacturer narrative:
Cont'd from medical devices: 10ml zr flush syringe, lot 3131289, exp 2019-08-01, 0.9%nacl, therapy date (B)(6) 2017. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the patient's tubing was being changed and the leur-lock end of the IV tubing broke (separated from the actual tubing), preventing the tubing to be connected to a smartsite. There was no patient harm.